Event description:
It was reported "on (B)(6) 2024, in ICU during insertion, the doctor found the dilator too soft during use on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The customer returned one dilator and a single lumen cvc for analysis. No obvious signs of use were observed. Visual analysis revealed that the tip was split and widened. Microscopic examination confirmed the damage. No other defects or anomalies were observed. The dilator length measured 99mm, which is within the specification limits of 95.2mm-108mm per the dilator product drawing. The guide wire inner diameter at the distal tip could not be accurately measured due to the severity of the damage. The dilator inner diameter at the proximal end measured 1.143mm, which is within the specification limits of 1.12mm-1.20mm per the dilator extrusion product drawing. A lab inventory guide wire was inserted through the dilator. Despite the damage to the dilator tip, the guide wire was able to pass with no resistance. Performed per IFU statement, "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guide wire slowly through the skin". A lab inventory dilator of the same material was compared to the dilator involved with this complaint. No differences were noted in the integrity of the dilator. R & d and manufacturing have been consulted regarding investigations of this nature. They stated that various factors could contribute to the observed damage to the dilator tip, including the manufacturing process and/or undue force applied unintentionally by the user during an attempted insertion. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of a damaged dilator tip was confirmed through analysis of the returned sample. Visual analysis revealed that the dilator tip was split and widened. Despite the damage, all relevant dimensional and functional requirements were met. A device history record review did not reveal any relevant findings to suggest a manufacturing issue. Based on the customer report that the defect occurred during use and the appearance of the damage to the dilator tip, the root cause appears consistent with damage due to undue force when inserting the dilator over the guide wire; however, the root cause cannot be determined as it is unknown if the damage to the dilator tip occurred before or after the customer handled. Teleflex will continue to monitor and trend for reports of this nature.